Event description:
This case was reported by a consumer and described the occurrence of a gastric obstruction in a pt who used poligrip (super poligrip ultra fresh denture adhesive cream) for loose dentures. The consumer contacted the MFR regarding a product complaint. A physician or other health care professional has not verified this report. The pt's past medical history included an elective gastric stapling in 1983. Concurrent medical conditions included acid reflux, allergy to weeds, arthritis and fibromyalgia. Co-suspect medication includes os-cal 500+d tablets, which they have used since 1983. Concurrent medications included wellbutrin, nexium, celexa, lipitor, hctz and premarin. In 1981, the pt started using poligrip (dental). In 2002, the pt experienced an inability to walk, a five to seven pound per week weight loss, a loss of energy and an enlarged liver. They were diagnosed with a stomach occlusion, was subsequently hospitalized and underwent a surgical repair of this occlusion 2002. Treatment with poligrip and os-cal 500+d report was continued. The events are resolved. MFR's comment: the MFR's report number for this case is 9681138-2005-00002. Super poligrip ultra fresh denture adhesive cream is manufactured in dungarvan ireland and neither the lot number nor the product are available for testing. No corrective actions have been required based on this report.